Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 29 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 2 years and 2 months. The reason for the valve explant was not stated and remains unknown at this time. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing. Device not returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, approximately 2 years and 2 months post-implantation of a 29 mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. Additional information received via medical records indicates the explant was related to streptococcus viridans endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest streptococcus viridans endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.